Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) displayed post-paced t-wave oversensing (pptwos). The product will continue to be monitored. There were no patient consequences.